Manufacturer narrative:
Failure analysis noted that the pump had currents in specification. The pump had no blank display. There was no motion sensor test failure alarm. The pump passed rewind, basic occlusion, occlusion, prime/compromised force sensor, excessive no delivery alarm and displacement tests. There was no motor error alarm. The motor passed the motor test. The pump had scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. The lcd board was okay. The pump alarmed unexpected restart during the unexpected restart error test and reset time/clock to factory default due to a defect on the interface board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 97mg/dl. The customer stated that the pump started making alarm sounds and she received unexpected restart and motion sensor test failure alarms. They were unable to check the pump history. The customer just changed the battery because of a low battery alarm. After the battery change, the time and date were gone and the screen was completely blank. She rewound and reset the time and date four times but it still went blank. Troubleshooting was not able to resolve the issue. The customer stated that she wanted the pump replaced. The device was returned for analysis.